Event description:
It was reported that during an arthroscopy, a biorci-ha´s screw tip broke. Surgery resumed after a non-significant delay with a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the pla/ha table found the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. It is unclear if the instructions for use were adhered to; however, it does caution that ¿excessive force should not be placed on the delivery instrument.¿ ¿the starter must be utilized with the biorci¿ha screws to minimize screw breakage during insertion.¿ it is unknown whether the broken screw was retained/recovered. If a portion of the biorci screw remains retained in the patient, it is made of a bio-composite material which is intended for implantation to allow for bone ingrowth. If the screw was retained, it is unknown if the biorci screw will migrate and there is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.